Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone her pump will not take blood glucose readings or calibrations. Customer also states she cannot see reading on her screen all she sees are dashes. Blood glucose not reported at time of call. Pump will be replaced.

Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit properly connected and calibrated during testing using the glucose sensor simulator. Unit received with the auto mode feature functioning properly. No display anomaly noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.